Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm which was generated when the pump detects a broken force sensor was detected during seating or regular delivery. Customer also reported fluid under the display. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and the customer will discontinue use of the device.

Manufacturer narrative:
The pump was received with a blank display after battery installation. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test, download the trace and history files using crest and thus, or verify pump error 35 and critical pump error (open book image) alarms due to blank display. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), the motor and force sensor. Also, found burned components and heat related damage on pcba 1, keypad flex cable, force sensor flex cable, vibrate harness assembly, backup lithium battery connector, and primary battery connector. Unable to measure the force sensor zero offset voltage due to damage on the flex cable. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, missing display window cover, missing serial number label, end cap address label faded, pillowing keypad overlay, battery compartment cracked at the corner of the belt clip rails, and broken battery tube threads. Blank display is confirmed due moisture damage and shorted/burned components. Download difficulty is confirmed due to blank display. Critical pump error (open book image) alarm and pump error 35 alarm are unknown due to blank display. Cosmetic damage on the battery compartment (corner of the belt clip rails) and battery tube threads are confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.